Manufacturer narrative:
The tech found the right head brake caster had been over adjusting, damaging the brake caster stem. The tech replaced the right head brake caster to resolve the issue.

Event description:
Tech found that the right head brake caster is not holding. No injury reported.